Event description:
After the successful deployment of two s7 stents in the mid-circumflex coronary artery, a 2.5mm diameter by 12mm length s660 stent delivery system was inserted and successfullydeployed in the distal circumflex artery. A lesion in the proximal diagonal artery was then treated with the implant of another s660 stent. After pre-dialation with a ptca balloon, another s660 stent was implanted just distal to the proximally deployed stent in the diagonal artery. A reported dissection was noted in the diagonal artery after the deployment of the stent. A perfusion balloon was inserted to the area of dissection and inflated for a prolonged period of time. An emergency pericardiocentesis was then performed. After the perfusion balloon was removed, another MFR's covered stent was inserted however was unable to cross into the diagonal artery. Subsequently, there were 3 add'l stents inserted and implanted in the left anterior descending and circumflex coronary arteries. A total of 4 lesions were treated during the procedure. The pt was stable at the completion of the procedure. Separate medwatch reports have been submitted for each device involved in this event.